Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a prostatic urethral lift (pul) surgical procedure to treat benign prostatic hyperplasia (bph). Two months later, the patient experienced issues with their inflatable penile prosthesis (ipp). The patient underwent a surgical procedure in which it was noted that the reservoir was punctured and had a fluid leak. It is suspected that the 19 gauge needle used in the pul procedure caused the hole in the reservoir. All components were explanted and replaced.